Event description:
According to the available information, a few days after surgery, the patient returned to the clinic saying that the prosthesis did not work. A review of the prosthesis was made on (B)(6) 2024, and it was found that the gray metal spiral tube that goes from the tank to the pump had a pore-puncture through which the serum leaked out. This pore-puncture, both the surgeon and the sales rep agreed that it was probably caused by one of the closing sutures. That area was cleaned up and a new connection was put in place.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the ss gray tube was punctured due to sutures. Another assembly kit was used.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.